Event description:
The customer obtained a falsely low value on one patient sample for the progesterone assay on an immulite 1000 instrument. The sample repeated on the same instrument and the value was higher. The initial low result was not reported to the physician(s). The repeat result was reported to the physician(s). Quality control samples and slope adjustments of the assay were within specifications the day the patient sample was run. There are no known reports of patient intervention or adverse health consequences due to the falsely low progesterone result.

Manufacturer narrative:
A headquarter support center (hsc) specialist reviewed the customer data. The customer informed hsc that no other discordant results were obtained on the system. A siemens field service engineer (fse) was dispatched to the customer site. The fse performed a complete system check on positions and sensors. The fse did not find any instrument malfunction. The fse ran a new progesterone kit and quality control samples and the results were within specifications. The cause of the falsely low progesterone result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.